Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the implant attempt, the lead dislodged during the slitting process due to patient anatomy. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.